Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone14.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they placed a new pod on their left arm on (B)(6) 2025. The pod was worn for between 8 to 12 hours. The patient reported on the evening of (B)(6) 2025, they went to sleep and woke up with high blood glucose (bg) levels. The patient administered a bolus and went back to sleep. The patient reported their bg level was high the entire night, and the pod was not giving any insulin. The patient stated upon removal of the pod, the pod was very dry, and the patient believed there had been no insulin delivered the entire duration of wear. Later that morning they received an alert which displayed pod error, insulin delivery stopped and change pod. The patient reported they went into diabetic ketoacidosis and went to the hospital to seek medical attention. The specific bg levels were not disclosed. The patient was wearing a new pod at the time of the call, and it was working fine.